Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer believe insulin pump was over-delivering. The customer experienced low blood glucose and treated with food. The customer's low blood glucose was 68 mg/dl and 125 mg/dl, 187 mg/dl. The customer uses the auto mode feature. Customer reports they did receive a calibration not accepted alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.